Manufacturer narrative:
H6: additional impact code: 4591. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a mobi-c implant migrated onto the spinal cord less than 12 hours post-operatively, resulting in neurological deficits and emergency revision surgery with conversion to acdf using a competitor product. The patient was reported to have not woken up immediately post-op, with symptoms developing within 8-10 hours.